Event description:
It was reported that a ventilator was alarming "alternating current (ac) power loss", while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) verified the malfunction and found the power cord retaining clip was broken. The power cord was replaced and the unit passed all testing and operated within the manufacturing specifications.